Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead exhibited noise on the rate/sense channel. The noise was oversensed and inhibited ventricular pacing. Attempts to recreate the noise were unsuccessful with isometrics and valsalva. The physician opened the pocket, removed all leads from the header, cleaned them off and then reinserted them into the header of the device. Lead data was measured and 1 dft was performed at this time. No noise was observed. Non-invasive programmed stimulation (nips) was performed the following day with no problems. Guidant received additional information eleven months later. The rv lead was explanted and replaced due to recurring noise that was oversensed.